Event description:
The biomed reported there were experiencing blue alarms on their central station, and audio issues with the speaker. The device was in clinical use monitoring patients. There was no report of patient or user harm.